Event description:
A pt sent a letter indicating he was having difficulty keeping the headgear in place during the night. The pt also reported that on 2 occasions the headgear either became dislodged in his sleep or the tubing became disconnected. During one event the pt felt he was near suffocation and was transported to the hospital in an ambulance. He was checked out and released. Followup with the pt and the homecare provider revealed the pt has obstructive sleep apnea with a slight central component. The pt's difficulties were determined to be related to twisting of the tubing between the headgear and the bipap st. The homecare provider has now installed a second swivel at the back of the headgear. This has resolved the pt's difficulty with the headgear.